Event description:
It was reported to kendall on 7/11/01, that on event date a needle poked through bottom of very full sharps container; needlestick injury sustained by home care nurse carrying container.